Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed on the (B)(6) 2009 and performed to specification up to the (B)(6) 2013. During this period the device recorded a temperature below the recommended operating temperature range for this device with a low of -3.2 degrees celsius recorded. Also during this period a further pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed between the (B)(6) 2013 and the last history log entry on the (B)(6) 2016. During this time the pad-pak became depleted and a further pad-pak was installed. Investigation found the reported fault was attributed to membrane failure. The fault was witnessed during the investigation and the fault could not be replicated with a new membrane fitted. Furthermore the device was found to be giving incorrect "child patient" prompts with an adult pad-pak installed. This would indicate a fault with the reed switch. The fault could not be replicated with a new reed switch fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.